Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. A 3.5mm x 12mm fg quantum maverick balloon catheter was advanced for dilation. However, when the balloon was about to insert from the guide catheter, the shaft was fractured. The procedure was completed with a different device. There were no patient complications reported.